Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing episodes potentially due to electromagnetic interference were noted on the right atrial (ra) lead. No insulation anomalies were noted during the replacement procedure. The ra lead was capped and replaced to resolve the event and the patient was stable.